Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. An additional report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.